Event description:
It was reported that post implant, the patient experienced diaphragmatic stimulation. The implantable cardioverter defibrillator (ICD) was reprogrammed so that pacing was ring to coil. The lead remained implanted.

Manufacturer narrative:
No medwatch form was received.